Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently, hospitalized due to an elevated blood glucose (bg) level of 720 mg/dl and diabetic ketoacidosis (dka). Customer¿s health care provider deemed dka as life threatening. Customer delivered a correction bolus prior to being hospitalized in attempt to resolve bg level. Customer was treated with intravenous saline and insulin while admitted to the hospital. The customer was released from the hospital on (B)(6) 2022 with no permanent damage and the reported issue resolved. The cause of the high bg was unknown. Tandem technical support performed a pump system check and determined the pump functioned as intended.